Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited 'noisy' egms resulting in oversensing and the delivery of inapppropriate shocks.